Event description:
In 2004 facility was contacted by an attorney regarding a pt who underwent a left knee replacement in 2000 of an unidentified pfc knee arthroplasties and alleged the polyethylene components began to deteriorate prematurely.